Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up, down and ok keypad buttons were under responsive to user presses and the keypad was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: during investigation, the bottom of the keypad was peeling up. The up arrow, down arrow, and ok keypad buttons were responsive to user input. The keypad was removed to find no damage to the button contacts or the keypad flex cable. The pump was opened to find no damage to the keypad or keypad flex cable. The keypad connector latch was secure. Unrelated to the original complaint, the battery compartment was cracked on the left side of the grip pad. Additionally, the display lens was cracked.